Event description:
It was reported that the patient developed signs of stroke post-implant of their aveir leadless pacemaker. There were notes of the patient finding difficulty with verbalizing thoughts and seemed unsteady. No intervention has been completed. The patient's status was unknown.